Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012. A force sensor circuit component was found to be shifted and the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012. A force sensor circuit component was found to be shifted and the force sensor was found to be out of calibration. During evaluation loss of cartridge detection did not occur.